Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-84032.

Event description:
It was reported that the insulin pump alarmed no delivery and that the customer experienced high blood glucose levels. The customer stated that she experienced high blood glucose the day prior, so she changed her infusion set in the morning. She stated that she was trying to bolus but received the no delivery alarm. The blood glucose reading was 593 mg/dl, which was treated with a manual injection. Upon troubleshooting, insulin did not exit the tubing during a fixed prime. She reported that insulin exited the tubing with a plunger push and with the manual prime. The insulin pump was working as designed, and the caller was advised that the alarm was caused by an infusion set or reservoir occlusion. She declined troubleshooting for high blood glucose, stating that the insulin pump no longer registered the reading. Nothing further reported.